Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations were unable to be performed. A lot history review revealed there is no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 7 months after the index procedure, the patient¿s right sfa vasculature was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2017-00274 and 3006513822-2017-00276.